Event description:
User facility reported that the device was in use with pt delivering pain medication. During infusion, the pt was noted to be drowsy. The anesthetist was informed: due to symptoms, pt was treated with an antidote with no effect noted. Pt was transferred to intensive care unit and pt condition improved within 4 hours. No permanent adverse effects reported.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the MFR will file a f/u report detailing the results of the eval.